Manufacturer narrative:
Final analysis found excessive epoxy coating in the atrial contact spring which resulted in the reported high impedance anomaly.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a high impedance measurements. The device was not used and replaced. The patient had normal paced rhythm post procedure.

Manufacturer narrative:
UDI (di): (B)(4). Device evaluation anticipated, but not yet begun.